Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Through implant patient registry it was learned that a 21mm 11500a aortic valve was explanted after an implant duration of 22 days due to coagulase negative staphylococcus epidermis endocarditis. The explanted valve was replaced with a 23mm 11500a valve. Per medical records: the patient was on multiple antibiotics prior to admission. The patient presented to hospital with chest pain, increasing home oxygen requirements and hypotension. The patient had a sternal wound infection and was diagnosed with a pulmonary hemorrhage, and endocarditis. The blood cultures were positive for coagulase staphylococcus epidermis bacteremia and the sternal wound culture was staph epidermis and the uti culture was candida glabrate. The patient septic. A tee showed aortic and mitral valve vegetations. The patient was in acute respiratory failure requiring intubation. The patient underwent redo avr, reconstruction of the left atrial dome and root enlargement using pericardial tissue /commando procedure and mvr with a 29mm non-edwards valve. It was discovered there was an aortomitral perforation with associated mv vegetation, lv la fistula, and an aortic root abscess. The patient was transferred to cticu in critical condition. The patient's post op cause was complicated by acute on chronic liver failure, acute on chronic respiratory failure requiring a tracheostomy, and multi organ failure. An echo on pod #8 showed no av valve stenosis, no intravalvular or paravalvular regurgitation, there is mid tr. The patient was discharged on pod # 23.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Through implant patient registry it was learned that a 21mm 11500a aortic valve was explanted after an implant duration of 22 days due to unknown reason. The explanted valve was replaced with a 23mm 11500a valve.